Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the operating room medical staff routinely checked the device function test before use and found that the hemostatic pressure could not be measured and the cuff was leaking air. There was no patient involved. No adverse events were reported as a result of this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This complaint was submitted under (B)(4). Updates performed on b4 b5 g3 g6 h2 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : not returned location unknown.